Event description:
Three robotic instruments cable broke during surgery. Cable did not break off into patient. Management notified and x-ray taken. Radiologist called spoke with doctor. No evidence of foreign body.